Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. After a non-bsc guide wire crossed the lesion, plain old balloon angioplasty was performed using a 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter. However, during the first inflation at 4 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed and was replaced with1.5mm-20mm coyote es balloon catheter. A bigger size balloon catheter was also used and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote fc balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole at the markerband. There is no indication the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. After a non-bsc guide wire crossed the lesion, plain old balloon angioplasty was performed using a 1.2mmx15mmx142cm fg coyote fc mr (emerge) balloon catheter. However, during the first inflation at 4 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed and was replaced with1.5mm-20mm coyote es balloon catheter. A bigger size balloon catheter was also used and the procedure was completed. No patient complications were reported and the patient's status was stable.